Manufacturer narrative:
Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the left stability lock cylinder locking up in the extended position. The absence of loctite on the left stability lock cylinder rod end threads allowed the end to back out of the pivot ball. This condition caused the release pin to not be sufficiently depressed enough to disengage the stability lock cylinder. The right stability lock cylinder did not contain the proper loctite. The right stability lock cylinder rod end did not back out of the pivot ball. The loctite that was present on the right stability lock cylinder rod end threads was from the locking collar mounting bolts. The right side stability locking system functioned properly. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The tbm states the stability lock keeps getting locked up. The tbm states the drive tire was spinning without making contact with the ground causing the chair to spin in a circle erratically . Tbm added (B)(6) 2015 that the end user's family has shown him where some type of holes were in the walls due to this issue. Tbm was contacted by csr/tech on (B)(6) 2015 to assist with troubleshooting. The tbm is alleging the same as listed that the stability lock cylinder is sticking on the left side. Tbm states the school will not allow it back into the school because they say it is unsafe.

Manufacturer narrative:
RMA has been issued for the return of this device. Device has been returned. Detailed evaluation in progress at the time of this investigation. Should additional information become available a supplemental record will be filed.

Event description:
The (B)(6) states the stability lock keeps getting locked up. The (B)(6) states the drive tire was spinning without making contact with the ground causing the chair to spin in a circle erratically . (B)(6) added (B)(4) 2015 that the end user's family has shown him where some type of holes were in the walls due to this issue. (B)(6) was contacted by csr/tech on (B)(4) 2015 to assist with troubleshooting. The (B)(6) is alleging the same as listed that the stability lock cylinder is sticking on the left side. (B)(6) states the school will not allow it back into the school because they say it is unsafe.

Manufacturer narrative:
Product received additional expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the left stability lock cylinder locking up in the extended position. A visual examination of the returned cylinder assemblies were performed under magnification (10x) and showed evidence that loctite was present, albeit only a minimal amount. This minimal amount of loctite allowed the locking cylinder rod end threads to back out of the pivot ball. This condition prevented the release pin from sufficiently depressing to disengage the stability lock cylinder, thus resulting in the cylinder being stuck at an extended length, which allowed the left swing arm to become stuck in a raised position. Although the right stability lock cylinder did not contain the proper amount of loctite, the rod end did not back out of the pivot ball. The right side stability locking system functioned properly. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The tbm states the stability lock keeps getting locked up. The tbm states the drive tire was spinning without making contact with the ground causing the chair to spin in a circle erratically . Tbm added (B)(4) 2015 that the end user's family has shown him where some type of holes were in the walls due to this issue. Tbm was contacted by csr/tech on (B)(4) 2015 to assist with troubleshooting. The tbm is alleging the same as listed that the stability lock cylinder is sticking on the left side. Tbm states the school will not allow it back into the school because they say it is unsafe.